Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral deployment of a vena cava filter, some of the filter legs were allegedly crossed and the filter did not fully open upon placement in the ivc. Reportedly, the filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a bard denali femoral filter was deployed inferior the renal takeoffs, can be confirmed. Based on the images provided, upon deployment four filter legs were crossed at the caudal anchors and did not fully expand, can be confirmed. Based on the images provided, guided fluoroscopy demonstrated the filter apex rotated approximately 180 degrees while the deployment sheath was being pulled back to release the filter for deployment, can be confirmed. Conclusion: the device was not returned. Medical records were not provided. Images were provided and reviewed. Based on the provided images, the investigation was confirmed for the crossed filter legs upon deployment of the filter resulting in the failure to expand. Based upon the available information, the definitive root cause for this event was unknown. It was unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral deployment of a vena cava filter, some of the filter legs were allegedly crossed and the filter did not fully open upon placement in the ivc. Reportedly, the filter remains implanted. There was no reported patient injury.